Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted the stylet returned with the lead would not insert past 1 cm from the proximal end of the lead due to the distal conductor distortion in the connector from over-rotation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while testing the right ventricular (rv) lead prior to use, the stylet could not be re-inserted to the lead. The lead was not used and was replaced. No patient complications have been reported as a result of this event.